Manufacturer narrative:
Concomitant medical products: product ID a820 lot# serial# implanted: explanted: other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving infumorph (5 mg/ml at unknown dose) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023 the patient's pump logs showed code 07 - pump critical alarm- pump defaulted to minimum rate. The rep stated it took the patient a while to figure out what was alarming. The patient was at home when this occurred. Technical services attempted to explain what this meant and that the pump can be programmed out of minimum rate, to check logs again, educate patient on alarms, and that it was a medical decision from there. Reviewed that this will not likely to occur again, but we will not know the cause of the firmware detected issue. No symptoms/patient complications were reported. Additional information received from the company representative (rep) reported that per the rep's it (information technology) the cause of the pump critical alarm - pump defaulted to minimum rate was due to software issues. It was unknown if there was a device/therapy issue. The rep programmed the pump back to the previous settings. The issue was noted to be resolved.

Manufacturer narrative:
The product a820 is no longer associated with this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.